Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. The physician suspected potential premature battery depletion and subsequently explanted and replaced the device to resolve the event. No additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.